Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported midline insert on (B)(6) and a thrombosis was found after 2 days. Implantation without special occurrences. Additional information received (05-june-2020): no therapy of basilica phlebitis left on (B)(6).

Event description:
It was reported midline insert on (B)(6) and a thrombosis was found after 2 days. Implantation without special occurrences. Additional information received (B)(6)2020 ): ¿ no therapy of basilica phlebitis left on (B)(6) .

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of thrombosis was inconclusive due to poor sample condition. One radiographic image of the right arm catheter insertion area was provided for evaluation. The date of the image was not included. The physical device was not returned. The images were forwarded to a consultant radiologist for review. The findings confirmed the presence of thrombus occluding the vein. The enlargement of the vein suggested it was an acute thrombosis. Although the presence of thrombosis is confirmed, it could not be determined if the catheter was the primary cause of the reported event. Additional possible contributing factors include patient condition, medication treatment, and patient sensitivity. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.